Event description:
It was reported that during a da vinci-assisted surgical procedure, piece of a plastic broke off the stapler sureform 60 into the patient. The fragment was retrieved from the patient during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. The surgical task was being performed when the fragment fell inside of the patient was stapling. The surgeon was unsure what was the cause of the instrument breakage. The customer was not sure for how long the instrument was in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall instead of the patient during the instrument tip accessory collision. The instrument was removed during the procedure prior to the breakage with a wrist straightened. Upon the final removal of the instrument, the wrist was straightened. The staff did not feel any resistance while removing the instrument through the cannula. The staff did not notice any damage to the cannula or the instrument after the event occurred. The fragment was retrieved with an instrument. It was verified by a scrub and a resident that no fragments were left behind. The staff used a laparoscopic debakey, but the case remained robotic. There were no postoperative tests like an x-ray or ultrasound performed to check for the remaining fragments. The procedure was completed with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument has been returned; however, the fragment was not placed in the box. The customer wasn't sure which reload color was used when the event occurred. No broken colored pieces were found. The customer wasn't sure what stapler fire was involved was it a reported event. The surgeon did not experience any clamping issues prior to firing the stapler reload. No clamping failures occurred after the firing of the reload.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed and found to have the snake wrist cover torn. The tears were not axially aligned. A visual inspection displayed signs of a missing fragment. The missing piece was not returned measuring approximately 0.081"x 0.122" the complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The stapler reload accessory was returned to isi for evaluation attached to instrument. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There are no device related failures. The reload was returned used and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. No product issue was identified. A review of the information associated with this event has been performed by failure analysis engineer. The following additional information was provided: pictures show a sureform 60 stapler with a torn wrist cover. In the first three pictures, the user appears to be flexing the wrist by moving the distal end of the instrument, causing the tear to open up. In the last picture, the tear appears to be ¿closed¿, showing no fragments.